Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. The customer also stated the battery gauge went from 65% up to 100% without being connected to a power source. There was no impact to the customer's blood glucose level due to the battery issue. It was indicated that the customer would continue to use the pump until the replacement pump was received. Additionally, the customer reported elevated blood glucose level (bg) 250 mg/dl. The customer believes the high bg level and the battery issues were not related. The customer delivered a bolus via the pump to address bg levels, the customer declined troubleshooting with tandem technical support.